Event description:
It was reported that the pt had diathermy as she was not aware that it was contraindicated. After the diathermy the pt's toes began to twitch and she has since had difficulty with the device. Further info is being requested at this time.

Manufacturer narrative:
.